Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is reaching end of life. It is unknown if this occurred prematurely. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.